Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 a patient (pt) sent an email to reporting that ¿recently my eyes have been very irritated by the lenses.¿ the pt reported that he/she has been able to ¿wear these acuvue oasys with hydroclear lenses now for a few hours, maybe once every two weeks and my eyes are still getting severely irritated.¿ the pt reported that in (B)(6) he/she ¿had my first eye ulcer.¿ the pt reported that he/she is wearing glasses full time. On (B)(6) 2015 the pt called and reported that he/she experienced irritation in the od and thought it was ¿pink eye¿ and discontinued contact lens (cl) wear. The pt advised that the od ¿symptoms got worse¿ so he/she went to an eye care provider (ecp) and was diagnosed with a corneal ulcer. The pt¿s treating ecp¿s office was contacted for additional information and on (B)(4) 2015 the pt¿s medical records were received. The additional information was obtained as follows: office visit: (B)(6) 2015; va od without correction: 20/100; pho (phoropter) 20/30-; pupils: pupils equal and reactive to light; both eyes; no afferent pupillary defect; both eyes; conjunctiva: hyperemia 3+; cornea od: corneal infiltrate od; od heaped epithelium with stain centrally, + stromal rxn mid stroma; central corneal od; anterior chamber: deep and quiet; medications: ocuflox 0.3 % and polymixin b sulfate-trimethoprim 10000 u; diagnosis: corneal edema secondary to contact lens, od; hint of dendritic pattern (not likely). Return to clinic in 1 day; reevaluate dendrite. No additional medical information was received. The pt reported that he/she wears the acuvue oasys lenses on a daily wear schedule, replacing the lenses around every three weeks. The pt thinks he/she was using optifree mulita-purpose at that time of the event. The pt did not recall how many days he/she had worn the suspect lens prior to the event and said that he/she discarded his worn lenses. The lot # of the suspect product is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.